Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was in the 400 mg/dl range. Customer's mother was unable to troubleshoot the motor error alarm. Customer's mother advised that insulin did not push through the reservoir. Customer's mother was advised that a replacement reservoir would be sent out and they agreed to return the product for analysis. Customer was advised to monitor the insulin pump and call back if the issue persisted.